Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast reconstruction surgery, needle got lost in the patient. Magnetic resonance imaging was done to find the needle.